Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 134 mg/dl. Reportedly, a second cgm bg reading was 112 mg/dl. Reportedly, customer did not obtain a meter bg reading. No additional patient or event information was available. A root cause could not be determined. Customer was instructed to contact tandem technical support if issue persists to further troubleshoot.